Event description:
Customer reported that they had a patient fall. The patient was placed on a posey chair pad in the recliner. The staff ensured the posey was turned on and the green light was on. A while later the patient was found on the floor without the alarm sounding. Several staff checked the posey alarm and pad. The posey alarm turns on and flashes green when pressure is applied to the chair pad and released it doesn't alarm. When I disconnect the pad from the box it causes an alarm. We removed the posey alarm and chair pad from service. Sn (B)(6), sensor pad is (B)(6).

Manufacturer narrative:
The report is based solely on the information provided by the customer. Without the return of the device, the reported issue could not be confirmed. A review of the complaint database revealed similar complaints of alarms either sounding when they shouldn¿t or not sounding when they should. Investigations into these complaints revealed that the most likely cause of the reported complaint is either damage to the sensor receptacle or damage to the rj-11 clip. Damage can cause the pins inside the sensor receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit in the receptacle, which can allow movement to affect function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4)